Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 238 mg/dl on customer's meter and 12 mg/dl on professional meter. Customer reports he was unconscious and his wife called the emt's; was treated with d50. In a second event customer reports a blood glucose result of 229 mg/dl with low blood glucose symptoms; wife treated with glucagon. Results did not match symptoms. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.